Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced on (B)(6) 2022. The patient condition was stable post-procedure.